Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. The customer reported blood glucose values was in range of 30 mg/dl, 525 mg/dl, 42 mg/dl, 150 mg/dl. The customer treated with insulin pump for high blood glucose level. The customer was declined to troubleshoot for high blood glucose as well as low blood glucose level. The product will not return for the analysis.